Event description:
The customer reported having unreliable oxygen saturation readings "that day o anesthetized 3 neonates in a row and the sat probes were a huge source of distraction as they were finicky and had to be repositioned several times throughout the case. This is not only distracting but can cause significant harm as we have unreliable oxygen saturation readings". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: patient #3 of 3: the customer confirmed the sensor will not return for investigation; therefore, an analysis cannot be performed. If the sensor is returned for evaluation or if new information is obtained, a follow up report will be submitted. D1, d4, d8: unable to obtain sensor part number and lot number. There was limited information provided; therefore, masimo is unable to determine which rd set neo sensor was used. Additional information has been requested from the customer. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.